Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap was attached and locked into place properly during testing. The following cosmetic damages were noted during visual inspection: pillowing keypad overlay, scratched case, stained keypad overlay, cracked case, cracked battery tube threads, cracked case (battery tube), battery cap contact missing, and broken battery cap. In summary, the customer¿s allegation of damage to the battery compartment was confirmed during visual inspection when a stained keypad overlay, cracked case, cracked battery tube threads, and a cracked case (battery tube) were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged crack on the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed the type of damage was crack and the location of damage was at the case ¿ battery tube side. Instructed customer to discontinue pump use and revert to back up plan as per health care professional instructions. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was the device was returned for analysis.